Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have detached from the insert and are floating within the sterile barrier. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. The event is being reviewed through the CAPA process. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 51-105170/ tprlc t1/lot# 3856424, item # 51-103140/ tprlc 133 t1/lot# 3590223, item # 51-107160/ tprlc 133 mp/lot# 3163844, item # 51-107130/ tprlc 133 mp/lot# 3781201, item # 51-101060/ tprlc 133 fp/lot# 3450146. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01548, 0001825034-2020-01552, 0001825034-2020-01553, 0001825034-2020-01554, 0001825034-2020-01555.

Event description:
It was reported that the during the review of inventory, debris was found within the sterile packaging. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.